Event description:
On (B)(6) 2017, a 23 mm epic supra valve was implanted. Post-implant, the patient experienced a seizure. Per report, the valve remains implanted. Limited details were provided.

Manufacturer narrative:
An event of "patient experienced a seizure" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. However, review of the device history record indicated this reported event was not manufacturing related. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Despite requests for more information, no further information was provided.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The valve is sterilized by liquid chemical sterilant (multicomponent sterilant known as mcs) comprised of glutaraldehyde, formaldehyde and ethanol which are common ingredients used in processing commercially available bioprosthetic tissue valves. After the sterilization process, the valve is packaged in a formaldehyde storage solution, which is also a commonly used storage solution. There were no recent changes in the preparation of the in-process solutions used during the valve manufacturing process, including no changes were made in the preparation of the mcs or the final formaldehyde storage solution, which would rule out the potential for a process change contributing to the observed event. All manufacturing processes and inspection steps were completed per specifications and the final product was approved. The exposure times of the solutions used in the manufacturing process were within limits stablished in the process specifications. All the chemicals used in the valve manufacturing were within the expiry date at the time of manufacturing. All the final sterilization parameters (rinse times and sterilization temperatures) met specification. The sterilization batch passed all required tests. Per the instructions for use (IFU), do not implant the valve without thoroughly rinsing as directed. Within the sterile field, prepare two sterile basins with a minimum of 500 ml of sterile isotonic saline solution in each basin. Holding the valve by the handle, fully immerse the valve support, the valve, the valve holder, and the portion of the holder handle that was submerged in the valve storage solution, in the sterile isotonic saline solution in the first basin. Continually rinse the valve for ten seconds, using a gentle back and-forth motion. Repeat steps in the second basin. Based on the information received, the cause of the reported incident could not be determined, and is unlikely to be related to any change in the processing of the valve.